Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the safety button has a malfunction. During the service tool test the safety button does not respond after pressing the first time, but after pressing it again it worked. The failure occurred during preventive maintenance. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the safety button has a malfunction. During the service tool test the safety button does not respond after pressing the first time, but after pressing it again it worked. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-14/15/19. The user interface hardware update kit was replaced to resolve the failure. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the affected parts got damaged during repair of the cardiohelp device, no investigation is possible as stated by the fst. Getinge life-cycle-engineering experts narrowed down following possible root causes for the reported failure: - the contact surfaces of the button are contaminated/worn - the lead in the ribbon cable of the button 'safety-button' to the socket x17 on the hmi board has high impedance transition resistances (also includes the crimped sockets of the ribbon cable) caused by glue separation, breakage, socket deformed - the input signal cannot be evaluated correctly by the device the review of the non-conformities has been performed on 2022-06-10 for the period of 2016-12-01 to 2022-06-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-01. Based on the results the reported failure "safety button malfunction" could be confirmed. This complaint was found in the database of customer complaints as a single event (timeframe between 2021-06-09 and 2022-06-09). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID# (B)(4).